Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use, subsequently the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 23, 2020.